Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device. On approximately (B)(6) 2025 , the patient experienced a skin reaction that consist of inflammation under the sensor patch. On an unspecified date, the patient consulted a physician who prescribed an oral antibiotic medication (doxycycline, unspecified dosage). At the time of report the patient was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).